Event description:
Patient death reportedly due to sudden death, most probably cardiac arrest, however exact cause is unknown. The heart valve was not explanted and is not available for evaluation, no further info availble.